Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an ffr comet pressure wire connected to the optical cable connector. The wire shaft showed 2 kinks located 136cm from the tip and at the occ handle. The tip showed a kink and bend. There was peeled coating at the 136cm kinked location. The proximal end of the wire was inspected and there was no fiber optic damage. The sensor inside the sensor port looked to be too far distal which would give the indication of the sensor being detached from the fiber optic cable. The wire was gently shaken to see if the sensor would move within the sensor housing and the sensor did move which verifies the sensor was detached from the fiber optic. The coefficient values were confirmed to be programmed. The wire was removed from the occ handle with no issues. Inspection of the remainder of the device, apart from the observed damage revealed no other damage.

Event description:
Reportable based on device analysis completed on 07aug2020. It was reported that a signal issue occurred. During preparation, connection issues with this comet pressure guidewire were noticed while outside the patient. There are no known patient complications. However, device analysis revealed peeled coating.